Manufacturer narrative:
Initial reporter: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed as fold flaw opening and observed opening device in the anterior side assessed as an unidentified (tear) opening. (Shell thickness was within specification). Additional observations: wear abrasion observed on the shell. Creases observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right rupture. Device has been explanted and replaced.